Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter, ubd: 26-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine( 1 mg/ml at .2 mg/day) via an implantable infusion pump. It was reported that patient had reported an increase of pain symptoms and during a routine pump refill the hcp extracted far more old drug than expected from the pump. A dye study was performed and the hcp was unable to aspirate the catheter through the catheter access port (cap) so the dye study was aborted. A fluoroscopy was done and it was confirmed that the patient's catheter had 2 or 3 small twists or kinks along the length of the pump segment. The hcp believed that the patient's pump was no longer sutured into place and was flipping in the pocket. It was stated that the patient was being referred to a neurosurgeon to determine the next course of action. The issue was unresolved. The patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the anchoring suture was broken in the pocket; the catheter had twisted multiple times which deformed the catheter. It was reported that the hcp revised the pump segment and a portion of the spinal segment as well. The catheter was successfully aspirated after connecting to the pump via the catheter access port. It was reported that the pump remained in minimum rate mode.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that a flipped pump was confirmed and the cause was noted to be due to twiddler syndrome. It was reported that the surgery was performed on (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
The catheter was returned and analysis identified twisting in the catheter and damage to the transition tubing. Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.